Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6)2010 and mesh was implanted due to stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient underwent uterine suspension surgery on (B)(6)2010 and underwent a gynecological surgical procedure on the same date and tvt-o was implanted, due to sui. It was reported that the patient experienced pain and bladder problems on (B)(6)2010. It was reported that the patient underwent removal of the tvt-o on (B)(6)2017. No additional information was provided.